Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms of hematuria, urinary frequency and infection are a known risk associated with these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation. A4. Weight: 58.8 kg.

Event description:
It was reported that post a water vapor energy therapy procedure for benign prostatic hyperplasia, 2 injections were performed on the right lobe, 2 injections were performed on the left lobe, with major bleeding and bubbling observed in the case on (B)(6) 2023. Due to this, the hospitalization was extended, and a urinary catheter was implanted for hematuria, and the catheter was removed since the symptom was resolved. Later, on (B)(6) 2023 an infection was confirmed, and medical treatment was implemented; the hospitalization was extended. The patient recovered on (B)(6) 2023. On (B)(6) 2025, the patient experienced frequent urination and medication treatment was done.

Event description:
It was reported that post a water vapor energy therapy procedure for benign prostatic hyperplasia, 2 injections were performed on the right lobe, 2 injections were performed on the left lobe, with major bleeding and bubbling observed in the case on (B)(6) 2023. Due to this, the hospitalization was extended, and a urinary catheter was implanted for hematuria, and the catheter was removed since the symptom was resolved. Later, on (B)(6) 2023 an infection was confirmed, and medical treatment was implemented; the hospitalization was extended. The patient recovered on (B)(6) 2023. On (B)(6) 2025, the patient experienced frequent urination and medication treatment was done.

Manufacturer narrative:
A4. Weight: 58.8 kg.